Event description:
Reportedly, this device was noticed upon opening to have a cracked lid.

Manufacturer narrative:
Only the jar and the clear plastic box were returned. The implantation data card and the direction for use were not returned. The jar did not have the plastic seal and contained only glutaraldehyde solution; the valve was not returned. A piece of the lid has been broken off exposing the threads of the jar. The missing piece measured to approx 7cm across the lid. CAPA was opened to address the reported malfunction. The CAPA has been closed.